Event description:
It was reported that the patient¿s ilet insulin pump was dropped, resulting in a cracked display screen extending from the edge through the middle, rendering the device nonfunctional and requiring replacement. Investigation included complaint handling, device replacement logistics, and instructions to sync data via the mobile application, shut down the device prior to return, and return the damaged unit with the provided label. Further investigation of this case revealed physical damage to the display consistent with impact, leading to loss of device function. There was no user reported symptoms associated with hyperglycemia with a reported blood glucose of 328 mg/dl. Outcomes included the patient discontinuing pump therapy and administering subcutaneous long-acting insulin, with continued cgm use on the phone or receiver while awaiting a replacement device. It was concluded that the event was due to accidental damage to the device screen, with the device replaced and the patient advised to complete setup on the replacement unit. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.